Event description:
The initial report stated: the nurse noticed during an injection that the PICC line did not have a return regarding the use. The surgeon confirmed correct use but the device broke into the pt's arm. Info received 05/19/2010: the catheter was placed perfect. After three days, during the night, the catheter was blocked. A nurse flushed with a non-heparin saline solution, and the catheter was not blocked any more. In the morning when the nurse wanted to inject, prior to injecting, the nurse saw the pt's arm was very big, so, she pulled out the syringe only. She noted that the catheter did not have a return. She did withdraw the catheter and had a piece of the catheter only. The distal tip of the catheter was in the cardiac cavity. After an x-ray, the radiologist confirmed the PICC line was in the heart and he pulled. The radiologist wanted to implant another catheter, but the pt did not want it. A piece of the catheter was in the heart, the radiologist withdrew the catheter by the femoral venous way. Migration of a fragment of the catheter in cardiac cavity.

Manufacturer narrative:
(B)(6). (B)(4). Event eval: still under investigation.